Manufacturer narrative:
The investigation was unable to identify the specific cause of the event. A general reagent issue was excluded as the qc results were acceptable.

Event description:
There was an allegation of non-reproducible ggt-2 (gamma-glutamyl-transferase) assay results for a patient sample tested on cobas c 503 analytical unit. The sample initially resulted in a value 111 ui/l. The sample was repeated, resulting in a value of <3 ui/l accompanied by a data flag. A second repeat measurement resulted in value of 14 ui/l. The third repeat result was 19 ui/l, also accompanied by a data flag.

Manufacturer narrative:
The serial number of the cobas c 503 analytical unit is (B)(6). The reaction monitor shows an abnormal course of the reaction. A hardware check and performance testing were acceptable. The field service engineer verified the washing station had no leaks and adjusted the wash station volumes. The investigation is ongoing.